Event description:
It was reported that they are seeing pixel artifact on the images, causing the patient to be re-exposed. It was determined that the grid was stuck and the grid assembly needed to be replaced. Once that was done, the system is working as intended.